Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had condensation under the screen of the insulin pump. Customer's blood glucose at the time was 254 mg/dl. Customer stated that he got caught in the rain storm and the pump was in his pocket. Customer stated that he thinks the pump looks fine. Customer stated that the buttons are not responding. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
All of the buttons on the insulin pump functioned properly. However, moisture damage was found on the keypad traces and electronics assembly during visual inspection. No moisture damage was found on the motor, battery tube, and vibrator assembly. The device had cracked reservoir tube lip, cracked case at the display window, minor scratches on the lcd window, and scratched reservoir tube window.